Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was previously treated with two common iliac stent grafts. The patient had thrombus in the renal aortic neck and tortuous iliacs. It was reported that the bifurcated stent graft was moved down below the renal arteries and then pushed up. The physician cannulated the contralateral gate and brought the device down below the left renal artery. The physician started to turn the thumb wheel and noticed the suprarenal stents were still in the spindle. The physician tried to balloon to get the hooks to release but was unable. The physician decided to deploy the rest of the stent graft and pushed the device up and down, rotating it clockwise and counter clock wise which released three of the hooks. The physician continued to push up and down and was able to release the suprarenal struts. The stent graft was implanted at the intended landing zone. No additional clinical sequelae were reported and the patient is fine. The review of several returned images showed the bifurcate device partially deployed, and the suprarenal stents appear retained within the tip. Another image shows that the spindle is distal to the tip, just below the proximal stent graft margin, but all of the suprarenal stents remained enclosed within the sleeve. Final angiogram shows that all the stents were released; no other stent graft issues were seen. The cause of the event could not be determined from these images provided.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results: inherent risk of procedure (deployment difficulty). (Cause is unknown). Evaluation conclusion: (cause is unknown).